Manufacturer narrative:
Patient information-a4 weight and a6 race-is unknown at the time of this MDR writing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
An 85-year-old female presented with st-elevation myocardial infarction (stemi) reportedly ongoing for approximately two days prior to admission. The patient was brought to the cardiac catheterization laboratory (ccl), where a decision was made to place an impella cp via the right femoral artery due to hypotension and weak arterial pressures. Diagnostic coronary angiography revealed 100% occlusion of the right coronary artery (rca) and multiple lesions in the left anterior descending (lad) artery. A swan-ganz catheter was placed, and a pulmonary artery pulsatility index (papi) of 0.6 prompted placement of an impella rp flex via the left femoral vein for right ventricular support. Intra-procedural echocardiography identified a ventricular septal defect (vsd). The plan was to transfer the patient to the intensive care unit (ICU) for stabilization while determining the plan of care. However, during preparation for transfer, the patient acutely decompensated and became bradycardic. A code was initiated, and cardiopulmonary resuscitation (CPR) was performed without return of spontaneous circulation. The patient expired in the procedure area. The patient¿s underlying condition was the most likely contributing factor to the death of the patient (prolonged myocardial ischemic time, cardiogenic shock scai stage e secondary to acute myocardial infarction complicated by a ventricular septal defect).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was not determined due to insufficient clinical details.